Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella rp flex was placed via the femoral artery to support the 82 year old patient in need of bipella support, with both the cp and impella rp flex. The cp flex is investigated in (B)(4). The patient was admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock after an out of hospital arrest and CPR. The patient was supported already by epinephrine and levophed. On the day of implant of the 2 pumps, the patient was seen to be bradycardic and had a pacer placed. Additionally there was ventricular fibrillation that was treated by defibrillation. The patient expired after less than one hour of support on the rp flex. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The investigation was completed. Investigation summary: hemodynamic instability/ppae: the cause of the injury was not determined due to insufficient clinical details.